Manufacturer narrative:
Per additional information received from the affiliate, the customer has notified asp that the automated endoscope reprocesser (aer) and cidex plus 28 day solution were not contributing factors to the patient acquiring an infection. Based upon the updated information, this complaint is not reportable.

Event description:
An international customer reported a patient was suspected to have developed an infection after a cystoscopy procedure. The scope used in the procedure was processed in an automated endoscope reprocessor (aer) with cidex plus 28 day solution. The patient was reported to have a fever, chills and inflammation. The patient was hospitalized for two days. The current status of the patient is unknown. Multiple follow up attempts to gather further information have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. (B)(4) are related complaints from the same facility. This is three of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2014-00348, 2084725-2014-00349 and 2084725-2014-00350.